Event description:
The patient reported that she was shocked 23 times in a short time from may to october of 2007. The patient also stated that she had "problems in (B) (6)" and came back to the u.s. To have the device replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.